Event description:
It was reported from follow-up received that the right ventricular lead had t-wave oversensing and low r wave amplitudes. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4469, competitor lead, implanted: (B)(6) 2005. (B)(4).